Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed on the device. However, a review of media provided by the customer showed a catheter misrecognition issue but did not show enough evidence to identify a device defect which could have contributed to the reported issue.

Event description:
It was reported that a catheter issue occurred. An opticross catheter was selected for the ultrasound examination of the target lesion. The packaging indicated it was an opticross 40 mhz catheter; however, upon connection, the system recognized it as an opticross 18 (30 mhz) catheter intended for peripheral use. The procedure was continued using the original device, and no patient complications were reported. It was further reported that the target lesion with 80 - 90% stenosed was located in a mildly tortuous and severely calcified vessel.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross catheter was selected for the ultrasound examination of the target lesion. The packaging indicated it was an opticross 40 mhz catheter; however, upon connection, the system recognized it as an opticross 18 (30 mhz) catheter intended for peripheral use. The procedure was continued using the opticross 18, and no patient complications were reported.